Manufacturer narrative:
Qn#(B)(4). An initial report for complaint report number 3003898360-2019-01039 was previously submitted. Report 3003898360-2019-01039 has been changed from serious injury to malfunction. Complaint was reviewed with clinical medical affairs team and was determined to be a malfunction as defined by 803. Report number 3003898360-2019-01039 is a malfunction.

Event description:
It was reported that the clip is stuck and not loaded.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800263 was manufactured on 06/12/2018 a total of 288 pieces. Lot was released on 06/29/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and a clip partially loaded incorrectly. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws and the clip had a broken pierced boss. Additionally, a broken hook fell out with the clip. The broken hook belonged to the following clip which, in addition to having a broken hook, was also out of position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was confirmed that the clips were out of position in the channel and stacking on one another. It was also found that the yoke was broken at the pin position. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. The sample was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. Two of the clips were broken due to the clip stack. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "not loading properly" was confirmed based upon the sample received. One device was returned. The device was received with 4 clips remaining, including the partially loaded clip, indicating that 11 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position in the channel and stacking on one another. The ratchet ears were found to be broken and was the root cause of the clips becoming out of position. Two of the remaining clips were broken due to the clip stack. It could not be determined what exactly caused the ratchet ears to break but a nonconformance has been opened to further investigate this issue.

Event description:
It was reported that the clip is stuck and not loaded.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip is stuck and not loaded.